Event description:
As reported by the user facility: pump began spontaneously bolusing medication, even though rate on pump was 125cc hr. -tried reloading tubing-still med draining at rapid rate through pump (appeared as if draining by gravity). Pt harmed - adverse med event as a result. Switched tubing (and zero pump) and issue resolved despite keeping same pump an pump setting. (Re. Only changed the IV tubing).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample in a sealed package was returned for evaluation. The sample was functionally evaluated for free flow by attaching to an IV bag, one by one engaging the distal clamp, the proximal clamp, and the roller clamp while looking for free flow for each one. No free flow was observed. Based on the results of the investigation, the sample met specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.